Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop skin cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found contamination in the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination on the bottom enclosure of the humidifier as well as on the reservoir seal. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found 1 intense of e-56. The manufacturer concludes there was evidence of contamination in the blower box, contamination on the bottom enclosure of the humidifier as well as on the reservoir seal. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop skin cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).